Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited a red call doctor icon from their remote device. The patient contacted boston scientific technical services where it was noted the pacing impedance measurement from a competitor's right ventricular (rv) lead was high and out of range (>3000 ohms). It was recommended to perform integrity testing and diagnostic imaging to exclude rv lead impairment. The physician was referred to their clinic and no adverse patient consequences were reported. The system remains implanted and in service.